Event description:
Facility medwatch report #(B)(4) was received at covidien on 08/25/2010. Reported that stopcock on ECMO circuit dripping blood and cracked. Detected immediately so no harm to pt. Stopcock removed and changed with different manufacturer supply.